Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review.

Event description:
It was reported that the patient was admitted to the gynecological ward due to ectopic pregnancy on (B)(6) 2021. Before the operation, a urethral catheterization was prepared for the operation. The patient was in good condition after the operation. The catheter was removed on the morning of october 11th, and it was found that the saline in the balloon could not be discharged fluently, resulting in poor removal of the urinary catheter, causing slight discomfort to the patient. It was stated that patient vaginal ultrasound showed mixed echo of the right fallopian tube, uterine rectal fossa effusion, ectopic pregnancy possible, and low progesterone value. Laparoscopic salpingectomy was performed on the evening of october 10th. No medical intervention was reported.